Event description:
Meter name: sure step meter. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: customer has felt weak and a pain on customer's kidneys. A patient reported they were not able to get a reading for a month. Their meter allegedly would only prompt er5. The result on their meter was er5 prompt. Customer not able to test in any other equipment but the customer felt like it was high. There was no treatment. No further info has been reported.